Event description:
Information was received indicating that while in use, a smiths medical cadd ms3 pump malfunctioned and began to infuse quickly. It was reported that the patient became flushed and felt sick. Subsequently, patient changed to her backup pump and issue was resolved. The drug being infused was remodulin. No further adverse effects were reported.